Event description:
A service technician reported that a jb-70 intra-oral x-ray unit, (B) (4), would generate and exposure on its own when the unit was turned on. It was due to a malfunctioning push button on the display board. The system could not make add'l exposure unless it's powered off and on again. The office manager of (B) (6) dental, (B) (6), powered on the unit once before contacting the service technician.

Manufacturer narrative:
A progeny quality engineer analyzed the returned display board on 08/10/2009. The exposure switch, a tack switch, was found to be not functioning - the moveable metal contact was collapsed and split in the middle resulting in the switch remaining in the "on" position. Thus when the unit is powered on, it exposes once then no more can be made. A black burn mark was observed on the underside of the metal contact which is indicative of the switch being subject to arcing. The repeated arcing degraded the metal contact and resulted in the fatigue/crack. A design change which altered a capacitor value was implemented to prevent exposure switch overloading and arcing in (B) (6) 2006.